Event description:
Reporter alleged the pt received a result of 155 mg/dl on inform system 1 at 4:45 pm and was given 1 unit of insulin. Reporter stated the pt began experiencing hypoglycemic symptoms and was retested at 5:26 pm with a result of 35 mg/dl on the same inform system. Reporter stated the pt was treated with an IV of dextrose. Reporter stated at 5:36 pm, the pt was retested on the same inform system with a result of 200 mg/dl, then again at 5:45 pm with a result of 158 mg/dl. Reporter stated they used inform system 2 at 5:45 pm as well and obtained a result of 53 mg/dl. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated the strips may not be available, and so it is possible that no product will be returned for eval.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with a1 pt for the suspect device used in system 2.